Event description:
It was reported that the patient experienced inflation issues with an artificial urinary sphincter (aus). The aus remains implanted and active. Further information has been requested and not yet received. Should additional relevant details become available or the product was returned, a supplemental report will be submitted upon completion of product analysis. Additional information as reported that the inflation issues was due to fluid loss.

Manufacturer narrative:
Additional information: b5. Correction: d7. Additional product component: model number/catalog number: 720185-01, serial number: null, batch/lot number: 855087019, model/catalog description: reservoir flat iz 100ml.

Manufacturer narrative:
Additional product component: model number/catalog number 720185-01, batch/lot number 855087019, model/catalog description reservoir flat iz 100ml.

Event description:
It was reported that the patient experienced inflation issues with an artificial urinary sphincter (aus). The aus remains implanted and active. Further information has been requested and not yet received. Should additional relevant details become available or the product was returned, a supplemental report will be submitted upon completion of product analysis.